Event description:
Initial reporter indicated that they "heard a clicking sound coming from her son's throat and wanted to know if it was the vns device." The pt's mother additionally reported that "her son coughs a lot and has a lot of saliva." She then stated "in my opinion the vns device has not worked for her son's seizures, and she is considering having it removed." Good faith attempts are being made for more info surrounding the reported events. Device malfunction cannot be ruled out without diagnostic info.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.